Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Failure not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens was implanted on (B)(6) 2017 in the left eye (os) of a female patient. It was later explanted on (B)(6) 2017, due to complaints from the patient about blurry vision. The lens was replaced with a monofocal intraocular lens. No additional information was provided.